Event description:
It was reported that during removal on 2/22/2006, catheter broke off in pt's back. Surgery was completed later to remove catheter tip. There were no associated pt complications reported.